Manufacturer narrative:
Film evaluation summary: the reported type iiib endoleak could not be confirmed on the films provided; therefore the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Post-implant CT¿s were not available for review for a more thorough analysis of the stent graft in-vivo configuration. Angiograms containing endoleak interrogation could allow for a more comprehensive determinations of the endoleak source/cause. The cause of the observed kink could not be determined. It is possible that the anatomical considerations reported by the physician such as the presence of sharp calcium at the location around the area of the graft may have been a factor in the events. Analysis of the returned films did not reveal any stent graft integrity issues. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during an unknown endovascular procedure. 1 limb was implanted with the mainbody. It was reported approximately 3 years post the index procedure over a period of 5 months the aneurysm sac increased rapidly to 75mm and a suspected type iiib endoleak was observed in the limb with a sign of a sharp calcium at the location around the area of the graft. The initial post-procedure image was reviewed and there was a clear fold in the graft material (fabric) visible in the proximal stents of the ipsilateral limb in the main body stent graft. The patient underwent an intervention procedure. As per physician, the cause of the endoleak and kink cannot be determined and it is unknown if the type iiib endoleak is also in the main body. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
It was confirmed that intervention was completed as planned and no further endoleaks were found. Per the physician the patient is doing fine. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.